Event description:
Physician reported suspicion of bia-alcl on the right side. The patient presented with right side hardening and enlargement of breast. The patient underwent medical imaging which observed fluid around the implant. Physician later reported that after surgery the histopathological studies showed no evidence of bia ¿ alcl. The device has been explanted.

Manufacturer narrative:
Phone(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: seroma-late : unable to observe since it is a medical event and is not related to the device. Additional observations. Voids observed on the device. Yellow particle observed on the device. No further actions are required as the device was implanted.

Event description:
Physician reported suspicion of bia-alcl on the right side. The patient presented with right side hardening and enlargement of breast. The patient underwent medical imaging which observed fluid around the implant. Physician later reported that after surgery the histopathological studies showed no evidence of bia ¿ alcl. The device has been explanted.